Manufacturer narrative:
(B)(4). A follow-up report will be sent if additional information becomes available.

Event description:
The pump was implanted and originally filled with baclofen and dilaudid. Per the reporter, the patient lost her home due to a hurricane and moved to another state. The new physician would not allow anyone to accompany the patient into the treatment room event though it was explained that she had short-term memory loss. The baclofen was removed from the pump and the dilaudid dose had been decreased. The physician did not believe that the patient needed the baclofen if she had the dilaudid. It was noted that because of the short-term memory the patient forgets her doctor appointments unless she has them on a calendar. In her last move, she lost her calendar and forgot to have her pump filled. "The doctor has punished her by telling her that her pump will need recalibrating and he does not have time." The patient was unable to get another physician, as the managing physician would not give a referral. The patient's spasm returned at the time of this report, it was noted that the patient was "in withdrawal" and "in severe distress." The patient had been seen in the hospital related to the withdrawal. The patient was sent home with no narcotics and only some nausea medication. Per the reporter, the patient is afraid of hospitals due to a recent experience in which she was treated for a seizure with narcan and had an adverse event. "The hospital will not treat her because they do not understand what the pump is supposed to do." It was later reported that the patient experienced the following withdrawal symptoms: vomiting, diarrhea, cramping and sweating which began approximately four days prior to the report. The pump was noted to alarm. The pump was supposed to be refilled "a couple weeks ago." The patient was home; status, serious. Per this reporter, "hospital almost killed her trying to give her the drug to counteract overdoses of opiates."